Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was pt initially stated they can't get their handset to connect to their implant. Pt mentioned getting handset replaced maybe a couple of weeks ago and since then have been seeing a message on their handset. Had pt connect to the ins and pt reported seeing por. Pt states when they go to dismiss the message it just goes back to connection and back to por. A charging session was going to be attempted, but the call disconnected. The issue was not resolved through troubleshooting.